Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The user¿s blood glucose level was 131 mg/dl. The user cleared the alarm and insulin delivery was resumed.